Event description:
The following was reported to hamilton medical ag: summary: end user complaint on saturday, (B)(6) 2024 that machine giving abnormal sound while performing preop check test and message appears on screen release valve defective, later customer reported on same day that while performing preop check test it gives technical event 231009.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: end user complaint on saturday, 15.06.2024 that machine giving abnormal sound while performing preop check test and message appears on screen release valve defective, later customer reported on same day that while performing preop check test it gives technical event (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.